Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead, returned in its entirety, was thoroughly inspected and analyzed. Visual inspection noted fluid (blood and/or body fluid) contamination in lumen of the open tip lead. The lead did not pass wire insertion testing; the attempted passage of a wire was blocked approximately 5 cm from tip end, confirming the clinical observations. The outer insulation was slit open in this area and the coils were stretched to reveal the foreign material in the lead coils that was blocking the insertion of a wire. Visual inspection of this material indicated it was likely a mixture of blood/body fluid and polymer from the interaction of the lead and guidewire.

Event description:
It was reported that the left ventricular (lv) lead was attempted .the physician first put a whisper eds csj through the lead , however when they needed more support to advance the lead, they chose a mailman. The doctor reported that the mailman felt like it was stuck inside the lead and would not advance out. The doctor removed the mailman and re-inserted the whisper eds csj, which advanced through the lead with no problems. The mailman looked structurally normal but we opened a new one to try. The new mailman would not advance through the lead. At this point they removed the lead, and implanted a new lead of the same model.